Event description:
It was reported that the right atrial (ra) lead was surgically abandoned due to a fracture. There was high impedance as well as loss of capture although, the fracture was not visible with fluoroscopy. A new lead was implanted successfully. There were no additional adverse patient effects reported.